Manufacturer narrative:
The device was not returned to the manufacturer for physical evaluation, and the lot number was not able to be obtained to date. Distribution records were reviewed to identify potential lots of this product shipped to the customer over the past 3 months. The entire set of lots have been sold and distributed. Batch records for the lots identified were reviewed and confirmed there were no deviations or non-conformances during the manufacturing process. In addition, the batch record review confirmed the labeling, material, and process controls were within specification.

Manufacturer narrative:
A clinical investigation was performed to identify a causal relationship between the peritoneal dialysis (pd) treatment and the adverse event. Based on the provided information there is a temporal relationship between the reported events of drain complications on the cycler, visible fibrin and subsequent peritonitis event between the liberty cycler/fresenius products exists but there is no documentation to determine the causality of this peritonitis event. Additional information related to the patients¿ history, comorbidities, presenting symptoms and hospital course and outpatient treatment is needed to determine any potential causality. Should additional new information be made available this clinical investigation will be reevaluated. A supplemental report will be submitted upon completion of the plant¿s investigation.

Event description:
An unknown peritoneal dialysis (pd) patient¿s nurse called regarding drain complication alarm while in drain 1. The technical support assisted the pd nurse with clearing the alarm. The pd nurse stated the patient was hospitalized due to peritonitis with fibrin present. The technical support advised the pd nurse the fibrin causes the drain to be slower. Additional information was solicited but was unavailable.